Event description:
I was reported that the device is providing inaccurate readings. The customer reported that they have been using pronto-7 for several months and are unhappy with the device due to poor performance. A previously reported sensor had been replaced because customer noticed a high rate of no measure. But the customer is still unhappy with the performances even with the new sensor because the "values are always higher than in reality." The physician did ten comparisons between the pronto-7 values and blood analysis using lab equipment (not hemocue). The results were: pronto-7: 10.4 lab measure: 7.6. There were no consequences or impact to the pt.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that in the sensor memory the parameter for bias is blank. The missing bias value resulted in an "incompatible sensor" message when the sensor is connected to a pronto-7 instrument. The sensor is verified to function normally and acquire a valid measurement. An "incompatible sensor" message does not display on devices loaded with latest software version. An "incompatible sensor" message does display on devices with older software and the sensor will not function while message is displayed, as seen on customer pronto-7 instruments.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete, a f/u report will be submitted.